Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was completely black. A field service engineer swapped out all-in-one and reconfigured the network ethernet setting and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen was completely black. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.